Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and found no faults. Customer resolution and conclusion: the device was evaluated and no faults could be reproduced. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device has a system check issue.